Event description:
The sales associate reports the surgeon has requested a new implant as the existing implant will be explanted due to the patient developing a new tumor.

Manufacturer narrative:
The sales associate reports there is no indication the implants are being removed for any reason other than the patient's condition. Review of device history records show that lot released with no recorded anomaly or deviation. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File one of four for the same event.